Event description:
It was reported that a patient underwent a lumbar disc surgery at unknown level(s) and during the procedure, one screw slipped and had to be replaced. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis observation: the breakoff screw shows no obvious signs of damage. Function test revealed that the screw would thread into several sample bone screws. Conclusion: there does not appear to be a failure of the breakoff screw.